Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 general, states, " surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling."

Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2015. During the procedure, the screwdriver fractured at the balltip junction. Another screwdriver was used to complete the procedure. All fractured pieces were removed from the surgical site.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of the device determined the hex ball end screwdriver had fractured as stated in the complaint. The screwdriver most likely failed due to user error via applying excessive torque.